Event description:
An optometrist reported a pt who during a post op exam had their bandage contact lens removed, but a few hours after the contact was removed, the pt experienced extreme pain and went to the emergency room. The emergency room prescribed an oral pain medication and a topical antibiotic eye drop. The pt was later seen by the optometrist who noted that the pt had central corneal erosion and placed a bandage contact lens of the eye. Additional information received states that a bandage contact lens was placed in the pt's right eye at a follow up visit. The pt is improving and is currently still using the antibiotic eye drop and a topical steroid eye drop.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).